Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 225 mg/dl and prior blood glucose was 153 mg/dl. Sensor glucose value that suspend event was 50 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose. The customer declined troubleshooting for insulin pump suspend and sensor glucose verses blood glucose.  The sensor will not be returned for analysis.